Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding two spline screws implanted in a patient. It was reported that the patient underwent posterior lumbar interbody fusion at l5-s1 due to pre-operative diagnosis of adjacent segment disease on l3-4-5. Recently, symptoms of l3-4-5 developed at lower extremity of l3/4. Implants on l5-s1 were removed and fixation was performed again on l3-4-5 with posterior lumbar interbody fusion. Health damage in the patient was reported. There was no malfunction in the product. No further complications were reported. Cause of the event had not been determined.